Event description:
Per pt cord or tube is broken and split can't use it near the mouthpiece and air is coming out. Unknown if pt missed a dose, unknown if an adverse event occurred, unknown if defective device is on hand for return. Indication: chronic obstructive pulmonary disease.